Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during care, there was a resistance in suctioning so the device was removed. It was reported that the crack was noticed low the connection site and a new device was used without difficulty. The device was cracked approximately ¾¿ below the connection site to the trach tube. Upon the 4th trach care the respiratory therapist had the md change the tube via bronchoscope. No abnormalities were noted in regard to the patient or the trach tube.